Manufacturer narrative:
On 28-jun-2021, additional information was received and it was reported that the sheath was never used on the patient and the physician stated that the valve was very leaky after flushing. The sheath is in the possession of the hospital. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 00001570 number, and no internal action related to the complaint was found during the review. Per the mre, h4. Device manufacture date was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve - separation issue occurred. The hemostatic valve of the sheath was leaking. The sheath was replaced, and the procedure was continued. With the information available, this was assessed as a MDR reportable hemostatic valve ¿ separation issue.